Event description:
It was reported the device was in use with patient. The reporter stated the device flange tore and required a new tube be placed. No further adverse effects reported.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical tracheostomy/silicone - bivona tube flange was confirmed. Product p/n 67pfss50 l/n 3959321 without its original packaging, in used conditions and with its certificate of decontamination was reviewed. The visual inspection revealed split in the flange. Instruction on section 4.8 states: ?guard against product damage by avoiding contact with sharp edges. Some tracheostomy tube holders contain velcro or metal clips which may have sharp edges. These sharp edges can come into contact with the eyelets and compromise the product integrity. A damaged eyelet can result in decannulation of the tracheostomy tube. We recommend using the twill tape holder supplied with the product. Engineering production performed and reviewed that 100% tested prior to releasing the manufacture site.